Event description:
IV completion alert to find that IV abx (antibiotics) had not administered, bag was still full. Meropenem, 200 ml/hr, vtbi (volume to be infused) 100 ml/hr, bag was still full even though the vtbi showed 0 and the alert was indicating that infusion was complete.